Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. The instrument conductor wire was broken at the yaw pulley exit. The wire was detached from its connection at the grip. Electrical continuity failed. Additional observation during failure analysis found the instrument pitch up cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at the wrist were not damaged. Additionally the distal end of the main tube had various scratch marks with light material removed. The scratches are .023 - .218 in length and not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, frayed pitch cable and/or main tube scratches with light material removed were to recur could cause or contribute to an adverse event.

Event description:
It was reported during a da vinci myomectomy procedure, the wire broke on the fenestrated bipolar forceps instrument. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.